Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in severely tortuous and calcified first diagonal of the left anterior descending artery (lad). The 2.50x20mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the proximal to mid lad. The taxus express2 device was removed from inside the pt and it was noticed that the proximal portion of the stent was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.